Event description:
It was reported that the irc5lxo2 concentrator alarms and shuts down after 30 minutes. This has not been put on a patient, just tested to see if it works. The serial number does not come up in our system.